Event description:
It was reported that "while the surgeon was advancing the xia blocker and final tighten into the mantis reduction screw, the tulip head of the screw splayed open. The screw was no longer fully functional and another screw had to be used. This delayed the surgery just a little bit to use a new screw."

Manufacturer narrative:
Method: analysis of labeling, risk assessment. Results: the implicated mantis redux screw splayed during the final tightening step of an open surgery. The utilisation of mantis redux in open surgery is listed as a contraindication application in the mantis redux surgical technique. Additionally, it was reported that the mantis blocker inserter was being used for final tightening and that neither the counter torque tube nor the reduction helper were used. The mantis redux surgical technique clearly states that final tightening is to be performed using the counter torque tube and the torque wrench. Risk assessment: screw was replaced which caused 5 min delay in surgery. Conclusion: the failure is the direct result of misuse. The utilisation of mantis redux in open surgery is listed as a contraindication application in the mantis redux surgical technique. The usage of incorrect instrumentation could have contributed to the event.